Event description:
Contact reported that a pt had post-op pain 3 months after implant of spinal hardware. An x-ray showed that the monarch screw at l5 right appeared to be broken. The pt had stenosis with grade 1 spondy at that location. A revision was performed.